Manufacturer narrative:
(B)(4). Date sent: 10/30/2020 d4: batch # r9472z investigation summary the analysis results found that the mcm20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining thirteen clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformance's were identified. Attempts are being made to obtain additional information and the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date a supplemental medwatch will be sent: please provide more details: did device not feed clips? If yes, did the device jaws cut the vessel or duct? Or did device fire malformed clips? Did device fire scissored clips? If yes, did the clip itself cut the vessel or duct? If yes, was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss (mls) occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? Were there any patient consequences? If yes, please describe. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the device cut the tissues instead of pinching them. They used another device. Patient consequence was not reported.